Event description:
Dealer alleges the consumer tipped his chair and bumped his head.

Manufacturer narrative:
(B)(4). No malfunction alleged. Dealer stated that the end user fell backward and bumped his head. No mention of serious injury or if medical intervention sought.